Manufacturer narrative:
The incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there are 2 extra raytec. There was no patient harm.

Manufacturer narrative:
After reviewing the new information provided by the customer and the investigation results, it was determined that this report was submitted in error as the reported product number, lot number and returned sample does not belong to cardinal health. The feeding sets were not leaking. Please disregard report number 1282497-2020-08915.